Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed off no power and lost sensor. The blood glucose value level was 79 mg/dl at the time of the incident and treated with food. Customer stated they did not receive a low battery alert prior to off no power alarm. Troubleshooting was completed. Customer was advised to monitor. The customer will not return the product.